Event description:
Event description guidant received information through a legal claim that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received 7 jolts and during 3-4 hospitalizations, the device went off but the defibrillator did not respond. On at least three occasions, codes were called because the device was not shocking the patient. It was reported that the patient died after tachyacrdia was not treated by the device.